Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by a patient "I was a recipient of one of your hip replacement products in 2010 and 2016. I have been having problems with the hip replacement from 2010. I need to get all information on recalled products from these products too and including lot numbers model numbers and serial numbers."